Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anaesthesia to remove the excess skin on (B)(6) 2016. It was also reported that the patient was administered with steroid solution during the procedure.